Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/4/2019. Evaluation: sample received for analysis. During sample evaluation it was observed that lower hinge of the plate was found broken. Broken plate. Sample was evaluated and lower hinge of the plate was broken. When the plate is broken, plate remains open and it's not possible to assemble a sample with a broken plate at the manufacturing line. Therefore other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor. Based on the present analysis, it is determined that the reported complaint is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total pancreatectomy on (B)(6) 2018, and a reservoir was connected to a drain. When trying to lock the reservoir after emptying exudate, it could not be locked. Further details are not provided there were no adverse consequences to the patient.